Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred and the pump battery did not charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump began charging after being plugged into a power source for an extended period of time.